Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device was returned for investigation. The service center visually inspected the device and found the device to be contaminated, the blower box was very dirty, and the device had an odor. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h in this report.